Event description:
Additional information was received which reported that there was permanent discontinuation of stimulation. The lead was also explanted on (B)(6) 2012.

Event description:
It was reported that the patient¿s device ¿caught on the spindle of a chair¿. There was reportedly no redness but the right flank was just very tender and painful. It was noted that ¿percocet 10/650 prn¿ was administered. A CT scan of the ¿abdominal¿ and pelvis was performed on (B)(6) 2013 and the results were ¿normal¿. The device was consequently removed on (B)(6) 2012. The patient recovered without sequela on that same day. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v573248, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information revealed the event captured in regulatory report 3004209178-2013-08212 was the event captured in this report. All further updates to regulatory report 3004209178-2013-08212 will be reported via this report number.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient constantly complained at the area where the battery was placed. The area was checked and there was no redness, infections, or inflammation at the time the patient discontinued the study.